Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system left monitor went blank and the technique went to maximum. No pt injury was reported.